Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds and loss of capture (loc). Additionally, the lead perforated which was confirmed through chest xray. This lead was explanted and a new lead was successfully placed. No additional adverse patient effects were reported.